Event description:
A report received from the USA stated an 840 ventilator experienced a "vent inop" alarm. It was reported, at the time of the event, the pt was removed and placed on an alternate ventilator. The pt was not harmed as a result of the event.

Manufacturer narrative:
A customer service engineer (cse) assisted the user facility with troubleshooting the device and found the ventilator to have a tripped circuit breaker. The ventilator was operable following a simple reset however it was suggested, by the cse, for the customer to replace the compressor. The device is currently operative and in service. The cse inspected and replaced the compressor unit. Following part replacement the 840 ventilator passed all testing. If add'l info is obtained a supplement report will be issued. (B)(4).